Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient had some infected wounds on his hand due to the handling of knives and fish arrangement. The peritonitis was manifested by cloudy effluent and mild pain. The patient went to the emergency hospital however, it was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with ceftazidime (discontinued after 6 days) and cefazolin (discontinued after 6 days) for the event. Six days after the event onset, the patient began treatment with vancomycin (2g, every 5 days, discontinued after 13 days). At the time of this report, the patient was recovering. Action taken with pd therapy and patient retraining on aseptic technique were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported pd therapy was re-introduced and the patient has recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.